Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the drainage bags was not draining.

Event description:
It was reported that the drainage bags was not draining. As per the follow up information received via email on 08sep2020,the customer noted that the clip on the bottom of the bag was not stay closed which caused the urine to continuously drain out of the bag and confirmed no issue with the urine draining into the bag. And also reported, the drainage bag was used with the male external catheter.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable.